Manufacturer narrative:
No device return.

Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped working "a while back". The ipp pump was explanted due to the pump getting stuck. Forced deflation did not resolve the issue. No further patient complications were reported in relation to this event. As the complaint component remains implanted and the product record review revealed no additional information related to the complaint, an overall investigation conclusion code of no problem detected was chosen as the device problem cannot be confirmed. As the reported problem could not be confirmed, the event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.